Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure. It was noted that the implantable pulse generator (ipg) was no longer working as intended and leads were out. The patient was doing well post operatively. No other information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from the date manufacturer became aware of the event. D2b: product code: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 14442786, model/catalog description: linear st lead kit 70 cm, unique identifier: (B)(4). Model number/catalog number:sc-2218-70, serial number: (B)(6), batch/lot number :14702627, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI): (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from the date manufacturer became aware of the event. D2b: product code: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 14442786. Model/catalog description: linear st lead kit 70 cm. Unique identifier: (B)(4). Model number/catalog number:sc-2218-70. Serial number: (B)(6). Batch/lot number :14702627. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4). Sc-1110-02 sn: (B)(6). Investigation results: the implantable pulse generator (ipg) was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Sc-2218-70 sn: (B)(6). Investigation results: the spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure. It was noted that the implantable pulse generator (ipg) was no longer working as intended and leads were out. The patient was doing well post operatively. No other information could be obtained.